Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button had to be pressed twice sometimes. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had rejected new batteries, piece was missing where battery screws in and random unexplained no delivery alerts. The device will not be returned for analysis.